Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16296005. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 15848687/15900323.

Event description:
It was reported that the patients leads have high impedances. The patient did not have any stimulation issues despite having high impedances in the leads. The patient underwent a revision procedure wherein the linear leads were replaced with an MRI compatible paddle lead. The patient was doing well post operatively. The explanted linear leads and splitters were not returned.